Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that five patients required revision surgery due to a deep infection. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: infection due to failure of sterilization procedure due to supplier process / design of the device => possible: as the lot number of the affected devices was not shared, the sterilization certificates could not be reviewed. However, singleuse sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be assumed, that the product did not cause or contribute to any patient infection. Infection due to wrong re-sterilization procedure for sterile delivered parts => possible: as the sterilization procedure performed by the hospital was not shared, it cannot be excluded that a wrong procedure was followed. However, the IFU (B)(4) (chapter "re-sterilization) describes the re-sterilization process. As the lot numbers of the affected devices were not shared, the sterilization certificates could not be reviewed. Infection due to proposed re-sterilization procedures do not provide sterility => not possible. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification sap doc (B)(4) of the device certifies the suitability of sterilization. Therefore, it is not suspected that the product caused or contributed to any patient infection. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan hip stem (catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on an unknown date due to infection.